Manufacturer narrative:
Information references the main component of the system. Other relevant devices are: etew2828c82e; s/n: (B)(4) ; use by date: (B)(6) 2016 ; (B)(4). Correction: system report information provided . If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a ruptured abdominal aortic aneurysm. It was reported that the patient presented emergently approximately 1.5 years post index procedure. A CT scan showed a type iii separation, endoleak between the endurant iliac limb and the endurant iliac extension. The physician elected to implant another endurant iliac limb to reconnect the two devices. The type iii separation, endoleak was resolved. As per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.